Event description:
A laboratory supervisor reportedly used latex gloves made by several different glove manufacturers. She states that due to this exposure to latex gloves, she has developed an allergy to latex.